Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 -2020 -0220.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 -2020 -0220.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00-8775-036-01 lot 2925735 biolox ceramic head 36mm-3, ref 00620005222 lot 62778791 trilogy shell 52mm, ref 00771100920 lot 62564767 m/l taper stem size 9 eo. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left total hip arthroplasty and was subsequently revised for the head and liner due to corrosion and altr three years later. After the revision, the patient experienced recurrent dislocations and underwent a second revision to a constrained liner four years after the initial surgery. Attempts were made to obtain additional information; however, none was available.